Event description:
Related manufacturer reference number: 2017865-2025-1003669. Related manufacturer reference number: 2017865-2025-1003673. It was reported a patient presented with severe sepsis and passed away on (B)(6) 2025. Their system was explanted on an unknown date. It was unknown whether the device or device related procedure caused the patient death.

Manufacturer narrative:
As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.